Manufacturer narrative:
(B)(4). The ratchet pawl is stuck in a vertical condition where the flat end of the pawl is contacting the spring-loaded ball, which keeps the pawl vertical and disables the ratchet mechanism. The likely root cause of this event is that the user fired against the ratchet mechanism and caused the ratchet pawl to flip vertically from the sudden impact. No cause for the cracked right handle shroud could be determined although it is unlikely that it is related to the product complaint because any load applied to the shroud in that area during operation is very low relative to the component strength.

Event description:
It was reported that during a hiatal hernia with gastric sleeve procedure, the device trigger did not make a ratcheting noise but the needle still cycled through and functioned normally. The same device was used to complete the procedure. There were no adverse consequences for the patient.